Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient arrived to unit from ed and receiving nurse noted bladder distention. Bladder scan performed and 565ml of urine noted in bladder. Physician called and order for indwelling coude foley catheter received. Prior to insertion, catheter was inspected. Nurse attempted to place and met resistance. Catheter was removed and catheter tip was noted to be missing. Urologist was notified and took patient to or for foreign body removal and catheter placement.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient arrived to unit from ed and receiving nurse noted bladder distention. Bladder scan performed and 565ml of urine noted in bladder. Physician called and order for indwelling coude foley catheter received. Prior to insertion, catheter was inspected. Nurse attempted to place and met resistance. Catheter was removed and catheter tip was noted to be missing. Urologist was notified and took patient to or for foreign body removal and catheter placement.